Event description:
The customer reported to baxter corporate product surveillance of a continu-flo solution set that was experiencing a no flow during patient use. The customer would hook up the secondary set and change the bag height but could not get flow. The customer was using the sets with a sigma spectrum pump. This primary set was being used in conjunction with a clearlink secondary medication set. There was no patient injury or medical intervention associated with this report. No additional information was provided.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed on the reported lot and no deviations were found.